Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the upper and lower cases were broken. It was also indicated that the hanger and a screw were contaminated. It was also indicated that the display and lower case wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken connector block. The epg was returned for repair. There was no patient involvement.